Event description:
It was reported that the locking plate has loosened and is now in the 'open' position. Additionally, one of the implanted screws is backing out. Physician indicates patient is fused but wants to remove screw and re-lock plate. Patient outcome: revision surgery scheduled. No adverse effects reported as a result of this event.

Manufacturer narrative:
Additional component involved in eventpart no. Description1100-2016 16mmx4mm variable screw1100-2116 16mmx4.35mm variable screwper the IFU, "possible adverse effects include, but are not limited to":"bending, loosening or fracture of the implants""reoperation"